Event description:
The customer complained that the wrench indicator, attention indicator and charge-pak indicator are displayed and the unit will not turn on. There was no patient use associated with the reported complaint.

Manufacturer narrative:
Medtronic continues to investigate the reported event.